Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call motor error alarm and loose drive support cap. Customer's blood glucose level was 172 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer advised the insulin pump has a loose sticking drive support cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer reported via social media the next day that the motor was falling out of the insulin pump and that they will receive a new device the next morning.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime/a33 test due to loose protruded drive support disk. The motor passed motor test. Unable to perform the occlusion test due to motor error alarm. The insulin pump was received with cracked case at the display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.